Manufacturer narrative:
(B)(4). Approximate age of device - 63 days. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient was getting up from a wheelchair, the lvad battery pack fell and pulled on the patient's driveline, causing some bleeding at the driveline exit site. The area around the driveline exit site achieved homeostasis on the same day as the event.